Event description:
The customer called and reported the reservoir and battery compartments of the insulin pump were cracked. Customer's blood glucose was 50 mg/dl. It was not known how damage occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube, broken reservoir tube lip and minor scratches on display window.